Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2 lot 91650574 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial (B)(6) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua (B)(4) documented in the record (B)(6) . H3 other text : device not received.

Event description:
On (B)(6) 2024 genmark was advised of a negative result for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2024. Comparator sample testing was done on (B)(6) 2024 then repeated on (B)(6) 2024 with the same sample, on a cobas liat assay which detected positive sars-cov-2 both times. Additionally, a third comparator sample test was done on (B)(6) 2024 with the same sample on a different comparator, luminex aries assay, which produced a negative result for sars-cov-2. Data was analyzed per internal procedures and confirmed robust internal controls signals were generated for the eplex rp2 run suggesting the consumables performed as expected.